Manufacturer narrative:
Product analysis # (B)(4) :analysis information -- 2025-07-25 11:10:13 cst pli# 10 product ID# 977119 h3: the returned implantable neurostimulator (ins) was subjected to a series of standard tests that include but were not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew on the ins was backed out beyond the point of being able to engage with the connector block. The set screw was not received with the ins for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received by the manufacturer representative regarding a patient being implanted with an implantable neurostimulator (ins). It was reported that the during the procedure, the lead was inserted into the ins and the connection check impedance was measured. An abnormality was observed in the connection, so when the set screw was loosened using a torque wrench and the lead was removed, the torque wrench came out with a screw still attached to the tip. The setscrew came out of the grommet. It was adjudged as a defect. As the set screw cannot be restored, instructed to collect it. A replacement ins was taken out and used. Issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.